Event description:
Discordant false positive immulite 2000 thyroglobulin results were generated on one patient sample. The laboratory repeated the sample and repeat results matched the patient clinical picture. There was no known report of treatment given or withheld based on the discordant thyroglobulin results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, the cause of the discordant thyroglobulin was found to be unknown. The instrument is performing within specifications. No further evaluation of the device is required.